Event description:
The hospital reported that during the saphenous vein harvesting procedure, the short port "broke". The hospital did not provide any additional info regarding the failure. Failure analysis showed that the latex balloon had popped. This failure mode has been determined to be a reportable malfunction.